Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a sensor error. The patient's blood glucose at the time of incident was 15.6 mmol/l. The customer removed the sensor and did not find the cannula. The customer did not believe that the sensor was inside of their skin, but the cannula did not appear to be located at the time of call. The sensor was returned for analysis and a replacement sensor was shipped to the customer.